Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8106516 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the relion® insulin syringe that one polybag in the box was the incorrect product.

Manufacturer narrative:
Investigation summary: customer returned (10) 3/10cc, 12.7mm, 29g relion syringes in an open poly bag from lot # 7106786. Customer states that she received 1 bag of 10 syringes that were the wrong size - 12.7 31g 3/10ml- the rest of the packages were the correct size. All returned syringes were tested and all fell within specifications for 12.7mm cannula length, as stated on the returned poly bag. A product mix between lot # 7106786 and lot # 8106516 would most likely not occur during the manufacturing process. A review of the device history record was completed for batch # 8106516 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for mixed product on lot # 8106516. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as a product mix between lot # 7106786 and lot # 8106516 would most likely not occur during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the relion® insulin syringe that one polybag in the box was the incorrect product.